Event description:
It was reported, a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. It was reported, the patient was hospitalized for the event. On an unreported date, the patient was treated with injection vancomycin (1000 mg, frequency, duration and route of administration not reported) and injection amikacin (250 mg, frequency, duration and route of administration not reported) for peritonitis. At the time of this report the outcome of this peritonitis event was unknown. The action taken with dianeal therapy was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patients' fluid was clear and antibiotic therapy was stopped. The patient was recovered from the peritonitis event (outcome previously reported as unknown). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.